Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. The account buys bulk non-sterile devices, med line sterilizes them and then put them into custom kits. The device used in this event was from a custom kit.

Event description:
It was reported by the divisional manager that the doctor performed a craniotomy on a patient and after the procedure, the patient returned with an infection. It was not reported how the infection was treated.